Event description:
A journal article was received which contained information regarding implantable cardioverter defibrillators (icds). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that inappropriate shocks were experienced by patients. No further information was available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is 65 years old. No further details are available. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: feedback to providers improves evidence-based implantable cardioverter-defibrillator programming and reduces shocks. Heart rhythm. 2015;12(3):545-553. (B)(4).